Manufacturer narrative:
Com-(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to perpetual rebooting. An internal visual inspection was performed and passed. The receiver download was performed but no data was available in the investigation window. Confirmation of the complaint was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/06/2018 that on (B)(6) 2018, the receiver initialized without a manual restart. No additional event or patient information is available. Data was provided for investigation but does not reflect the alleged device and/or the alleged issue. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.